Event description:
After firing the device it was observed that approx. 1/3 of the anastomosis was stapled. The anterior part of the anastomosis opened. A second device was used and the anastomosis was done trouble free. Procedure: gastrectomy.